Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle shielding failure with lot 5339236 regarding item #382623. Device history record for final lot number 5339236 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not completely retract. We had a nurse who inserted an IV and went to retract the needle and the needle did not retract all the way which almost lead to a stick.